Event description:
There was no reported patient impact associated with this complaint. The user alleged that the pump switched to default date and time after a battery change during a troubleshooting. In addition, the time was off by 6 hours on the subject pump while the meter remote also had the incorrect time. The patient claimed that he was not aware of the subject pump resetting to the default date and time. The animas representative confirmed the subject pump defaults to the factory setting when it rebooted. This complaint is being reported due to a possible losing time issue. The product was requested back for investigation.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the complaint regarding pump time and date reverting to the default setting could not be verified in the black box. The pump was returned to animas for evaluation. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.